Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who had reused solution bags after replacing the disposable set while troubleshooting a check lines and bags alarm. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use, patient was not connected. Per the initial report, the home patient (hp) reused the original bags with a new cassette. The nurse stated that the hc displayed check lines and bags and she changed the cassette and reused the bags. There was no patient injury or medical intervention reported.